Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no impedance measurement was seen on the right ventricular (rv) lead's superior vena cava (svc) defibrillation coil during a generator change. The lead was confirmed to be properly seated in the device. The coil was turned off and back on and the lead was disconnected and reinserted several times with the same result. No other abnormalities were observed. No further testing could be conducted as the physician had sewn up the pocket. The cause for the lack of impedance measurement was not determined. The rv lead remains in use with the svc coil turned off and no plan for further intervention. No patient complications have been reported as a result of this event.